Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown, weight unknown. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to osteonecrosis. The patient will return to replace the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 16mm (tsvh16) was returned for investigation. Visual inspection of the as returned product identified major signs of use, dried blood and bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the returned device & event. Appropriate documentation was reviewed. DHR reviews were completed for the subject lot numbers (63558393). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization records (st3153) were reviewed for the reported lot numbers (63558393) respectively, and were verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history reviews were performed for the reported lot numbers (63558393) for similar events and no other relevant complaints were identified. Therefore, based on the available information, device malfunction did not occur for the returned implant (tsvh16). The reported event (medical: other) was non-verifiable for all reported devices. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.